Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call, the sensor cannula was splint in two up in the middle, all the way. Customer's blood glucose was 300 mg/dl. Customer's father wanted to ensure the tape was right so troubleshooting was performed. Troubleshooting was performed. Customer inserts the sensor in the abdomen above the beltline and used the serter. The sensor had been in for a day and it the sensor was bent. Customer was advised to change the infusion set. The customer's father is going to return the sensor for analysis.